Event description:
It was initially reported on (B)(6) 2019 that the table was stuck in top position. No injury reported. Additional information received on 01/31/2019 noted that after moving the table down it drives up by itself. A field engineer was dispatched to the site and determined the power control board needed to be replaced. Once this was completed the system was working as intended.